Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Device is being retained by the facility. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. How was the procedure completed? Was the post-operative care for the patient changed as a result of the event? Was buttressing material utilized? If so, which product? Was the instrument fired across or near an existing staple line or clip? Were any unexpected noises heard? If so, when? Were any of the forces higher or lower than expected (closing or firing)?

Event description:
It was reported that during a laparoscopic appendectomy procedure, the device fired and closed on tissue and the device would not release. It was the second firing the white load across the appendix. Cut around the stapler to release from tissue. The device still would not open when pulled from the field. There was no patient consequence.